Event description:
During initial implant procedure, phrenic nerve stimulation (pns) was observed on the left ventricular (lv) lead. The lv lead was explanted, and a dual-chamber device was implanted to resolve event. The patient was stable.